Event description:
It was reported that during the implant procedure the patients neuro-monitoring reported a loss of motors. The physician aborted in abondance of caution but did not understand how what he was doing with the paddle could have caused what the monitor revealed. Upon awaking the patient, it appeared all motors were fine. The explanted device was discarded by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient has aborted the spinal cord stimulator due to neuro-monitoring reported loss of motors during the procedure. The physician aborted in abondance of caution but did not understand how what he was doing with the paddle could have caused what the monitoring company was showing. The device was discarded by the facility.